Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j6 & j7 & near lcd screen / pcba 2 / force sensor / motor / harness assembly vibrator / corroded battery tube]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, stained keypad overlay, corroded battery tube, and cracked case. Flashing medtronic logo was confirmed during analysis due to moisture damage on [pcba 1 j6 & j7 & near lcd screen / pcba 2]. Alleged cosmetic damage confirmed where cracked case was noted. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and product mmt-1884 was returned for analysis.